Event description:
On (B)(6) 2013, in the fellowship at (B)(6) hospital during the surgery, a 36 g x3 lining (new product) couldn't be installed to trident mortar on the cup. The doctor made many attempts in surgery but has not been successful. After the doctor changed to the same type of x3 lining and it was successful.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding assembly issue involving a trident liner was reported. The event was not confirmed. Device evaluation and results: indentations were observed on the articulating surface and around the proximal rim. These damages are consistent with an implantation attempt. No other notable features were observed on the device. Dimensional inspection: the device was dimensionally within specification with the exception of four features. However, the damages observed could not have occurred during manufacture. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as patient details, operative reports would be helpful in investigating this event further.

Event description:
On (B)(6) 2013, in the fellowship at (B)(6) hospital during the surgery, a 36 g x3 lining (new product) couldn't be installed to trident mortar on the cup. The doctor made many attempts in surgery but has not been successful. After the doctor changed to the same type of x3 lining and it was successful.